Event description:
Customer reported erroneous low accu tni (troponin I) test results were obtained for three samples from the same pt when using the unicel dxi 800 access immunoassay system. The erroneous low test results were in the normal reference range and were reported out of the laboratory. Repeat analysis was performed with an alternate methodology. The test results were elevated and fit the clinical presentation of the pt. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event occurred with three samples from the same pt, tested over two work shifts on (B)(6) 2009.

Manufacturer narrative:
Beckman coulter inc (bci) rec'd and tested samples sent by the customer and produced similar low accutni results, as were obtained by the customer. Dilution linearity could not be accurately determined as sample dilutions were all at, or below, the lower limit of detection. The blockers used had little effect on reducing signal. Customer stated that quality control was run daily was recovering in range. No other assays or pt results were in question. There were no event log messages generated with this event. Customer declined service for this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. MDR 2122870-2009-00170 was originally filed and is for the testing performed on the night/early morning shift for (B)(6) 2009. During the retrospective review is was determined that an add'l MDR was required. This MDR is for the testing performed on the day shift on (B)(6) 2009.